Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the o-rings on the patient's battery clips were damaged. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event, of a damaged clip, was confirmed. The o-ring in the power lead connector was torn and there was o-ring debris lodged on the connector wall underneath the o-ring. The tear and debris were visible without magnification. The o-ring had a tear with material still attached (hanging tear) on the inner concentric surface at approximately 12 o¿clock (referencing the male terminal on the connector). Despite the tear, the o-ring was intact and appeared evenly installed in the lemo housing groove. There were several orange color debris particles on the male terminal side of the lemo housing wall underneath the o-ring. The debris was not fixed and could possibly move with clip usage. The o-ring was removed from the clip and examined under magnification. The hanging tear on the inner concentric surface was superficial. There were several other marred and torn areas on the inner concentric surface of the o-ring near the hanging tear ¿ between approximately 11 o¿clock to 12 o¿clock. O-ring material tore off from these areas. The color and size of the debris are also consistent with o-ring material. The debris did not affect clip function. The returned clip was operationally checked on a heartmate lvas mock loop system and reference batteries. There were no significant voltage drops due to the clip; power cable disconnects were not observed or duplicated. No operational issues were observed. No further information was provided. The manufacturer is closing th file on this event.